Event description:
It was reported that during a da vinci partial nephrectomy procedure, when robot inst. Inserted the large suturecut needle driver instrument was not recognized per scrub tech. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found no trouble regarding instrument recognition. The instrument was placed on an in-house system and it was successfully recognized. Failure analysis also found the following damages, which were not reported: the grip cable was derailed at the distal idler pulley. The grips could open and close, but the movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. The grip cable was also frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. In addition, there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of a frayed grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.